Manufacturer narrative:
The power enclosure charger was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed, there was an electrical failure in this component. Battery tray 2 and battery tray 4 were returned to the manufacturer for analysis. Analysis found no fault with these components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that two battery trays and the power conversion enclosure charger were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The battery trays and enclosure charger have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
Medtronic received information that, while performing a planned maintenance (pm), the charger board for the imaging system was noted to have a fault and an error message in regards to the batteries appeared. There was no patient present when this issue was identified. No additional information was provided.